Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient returned to the operation room (or) on (B)(6) 2026 for bleeding. Both times noted for chest wall bleeding independent of the left ventricular assist device (lvad) or right ventricular assist device (rvad). Intermittent low flow alarms were noted at time of second take back.